Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022, the pediatric patient felt tired, had bloodshot eyes and was thirsty. The bg was 314 mg/dl and the cgm was 198 mg/dl. The patient's mother administered insulin (1.1 units) and the bg began to decrease after 30 minutes. After two hours, the bg finger stick was 111 mg/dl. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.